Event description:
During evaluation of the returned device, a damaged port on the capd disconnect y set was identified. It is unknown if this was observed during patient use in peritoneal dialysis therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The sample was received and an evaluation of the device was performed. A visual inspection was performed with the naked eye and via a clemex intelligent microscope, which identified a damaged port. Additionally, leak testing was performed (tubing and connectors only) with underwater pressure testing; with no leak noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. The reported problem was verified; however, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.